Event description:
It was reported that during a surgical procedure at the user facility the device was running without user activation after the trigger was released. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was running without user activation after the trigger was released. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The reported event of the device running continuously was confirmed. During testing it was found that trigger action was affected by a wax-like contaminant coating the inner substance of the sleeve of the trigger lock assembly. This residue is potentially caused by the cleaning practices of the customer, but this was not confirmed. The device was repaired and returned.